Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead oversensed the atrium resulting in rv pacing inhibition. During this pacing inhibition, the patient was near syncope. There was no change in pacing impedance measurements. The shock impedance measurements were 60 ohms. The patient was programmed to 0.6 milivolts and was reprogrammed to 1 millivolt for rv sensitivity. After this reprogramming, there was no longer any oversensing of the p-waves. Technical services (ts) indicated that any setting less than 1 millivolt produces p-wave oversensing in the ventricular lead. A health care professional (hcp) indicated they would like to decrease the ventricular sensitivity. It was noted that there were indications of ventricular fibrillation due to cardiomyopathy. It was noted that no defibrillation threshold (dft) testing was performed at the implant procedure. Ts suggested performing an x-ray to confirm lead integrity or dislodgement. Ts indicated that the programming resolved the bradycardia issue for now; however, they do not know how this change impacts tachycardia detection since no dft's were performed at the implant procedure. Additional information indicated that an x-ray was not performed. The patient was near syncopal with asystole for approximately 9 seconds while in the clinic. After the sensitivity was reprogrammed, the patient was sent home and will be re-evaluated in 3 months.